Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with stable angina. Subsequently, the index procedure was performed. The 90% stenosed, 30x3.5mm, new, concentric, type b2, diffuse lesion with less than 45 degree bend target lesion was located in the non-tortuous and mildly calcified mid left anterior descending artery (lad) artery. The lesion was treated with predilatation and placement of a 3.50x16mm promus element stent in mid lad. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged. In (B)(6) 2013, the patient presented with restenosis in the high lateral branch and mid lad. The physician treated the event with percutaneous coronary intervention (pci). One day post procedure, the event was considered resolved. Patient's status was good.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).